Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with automated peritoneal dialysis (apd) therapy. The cause of death was unknown. The patient was found deceased in his home. It was not reported if pd therapy was ongoing until the time of death. The patient died at home and was not connected to the homechoice at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter and an evaluation was performed to investigate the reported issue. An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. An internal/external inspection was performed with no abnormalities noted. The cycler remote toolbox was used to analyze the device pneumatic system and it revealed no leaks and all pressures were correct and stable. Device successfully completed a short simulated therapy. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. There was no non-conforming product identified related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.